Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a manufacturer's representative (rep) regarding a patient who was receiving 2.0 mg/ml of dilaudid at 0.5202 mg/day and 20.0 mg/ml of bupivacaine at 5.202 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient was "not themselves", lethargic, and nauseated. The patient was taken to the hospital and admitted to the ICU. The consumer was unsure why the patient developed the symptoms and no environmental factors had led to the symptoms. A nurse at the ICU contacted the manufacturer to have the pump read on (B)(6) 2017 per the hospital's pain specialist hcp. The rep interrogated the patient's pump which showed that an empty reservoir occurred on (B)(6) 2017. The hcp aspirated the pump and verified the pump was empty of drug; there was 0.0 ml reservoir volume. The cause of the empty pump was unknown. The pump was filled with pf saline to save the pump and placed at minimum rate on (B)(6) 2017. The patient was to receive oral medications to supplement and would be transferred to the regular unit with telemetry. The patient's managing physician was notified as was another rep. A copy of the patient's pump printout was added to their chart. The patient was still being evaluated and the hospital staff was unsure of the cause of the patient's symptoms. It was later reported that the patient's symptoms were most likely from withdrawal due to the pump being empty. The hospital noted that the patient's symptoms were exacerbated by drinking alcohol every evening. The issue was not considered resolved at the time of the report. The pump settings were not changed after the patient was released from the hospital on (B)(6) 2017; the pump still contained pf saline and was on minimum rate. It was noted that the patient was dealing primarily with polymyalgia rheumatica pain, which was confirmed to be unrelated to the pump. It was also noted that the patient has several medical issues to deal with as the patient's pump was intended for spinal stenosis pain. It was confirmed that no surgical interventions had occurred or were planned. The patient's clinical ID was provided and their status was listed as "alive-no injury". No further complications were reported. The patient¿s medical history included polymyalgia rheumatica, spinal stenosis, and drinking (the patient is not drinking currently).